Manufacturer narrative:
Correction: section d7 - the explant date should have been blank rather than (B)(6) 2021.

Event description:
Additional information revealed that the patient developed the infection after their surgery on (B)(6) 2021 and was hospitalized afterwards. The ipg was explanted on an unknown date. The infection has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-15067. It was reported that the patient was hospitalized on (B)(6) 2021 due to developing sepsis, (B)(6) and an abscess at the incision site. In turn, surgical intervention was undertaken wherein the ipg was explanted.